Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 2055080. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the catheter was observed used with a piece of it missing. According to the characteristics of the rupture (the location and condition of the tube), it can be concluded that it did not result from breakage of the catheter due to tension, but rather due to some type of cut. When the tube is broken by tension, it is possible to notice stretching of the plastic material as it will always deform before breaking. Based on the investigation results, it is possible that the observed defect resulted from the usage/handling of the product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E.1 distributor address provided. The full address does not fit in designated space: (B)(6).

Event description:
It was reported that bd angiocath catheter broke. The following information was provided by the initial reporter: complaint from (B)(6) hospital. The customer complained that the catheter was found broken into 2 pieces and 1 piece remained in patient's body after IV infusion. The remaining part of the catheter was removed by the doctor immediately. The patient is safe.